Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique prior to a thoracic endovascular aortic repair (tevar) interventional procedure on (B)(6) 2024. The sutures of two prostyle devices were successfully placed. The tevar procedure was completed. The sutures of the two prostyles were used to successfully achieve hemostasis. Reportedly, the patient developed an infection in the left groin which was noted on (B)(6)2024. The patient was conservatively treated with wound care and surveillance. The patient was administered antibiotics on (B)(6) 2024. The patient required follow up with wound care and antibiotics. Reportedly, the patient recovered. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot of specific quality issue. The patient effect of infection is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.